Manufacturer narrative:
(B)(4). Approximate age of device from the product ship date is 3 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the in the morning of (B)(6) 2017, the patient was found deceased in the bedroom. The evening before, at around 9:00 p.m. The patient reportedly called the granddaughter to report that there was something wrong with the system controller. This event was not reported to the lvad team. The exact time of death was unknown and autopsy was declined by the family. After the event, the lvad clinician connected the system controller into the power source and reported that the pump off, driveline disconnect, low flow, power disconnected, system controller clock not set, replace system controller alarms were showing and were all dated (B)(6) 2001. No additional information was provided.

Manufacturer narrative:
The report of the event date not being captured in the system controller log file was confirmed from the analysis of the log file collected from the returned system controller. The reported event also indicated that there was a concern that the system controller had a functional issue, this could not be confirmed during functional testing. It was reported that the device was the patient¿s primary controller and was in use at the time of the reported event; however, the log file collected from the returned system controller only contained 4 events. The first event was recorded on (B)(6) 2017 at 7:23am and the backup battery was captured as being uninstalled. In the following 3 events the controller appeared to go into run mode immediately upon being connected to power; the clock was also not set during these events. It was noted that a replace system controller alarm was active in the last 3 events for a data logger error which indicates a failure to write an event to the controller's log file. The returned system controller was connected to test equipment and supported a mock circulatory loop for an extended period of time without issue. Log file issues were not reproduced, the returned controller was able to successfully write events to its log file during analysis. The controller's housing was opened and visual inspection found that the printed circuit boards and electrical components were in unremarkable condition. The circuitry associated with the log file collection was measured and was within specifications. The investigation was unable to conclusively determine the root cause of the erased log file events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.